Manufacturer narrative:
Reported event: it was reported that on (B)(6) 2019 during the reaming phase of a mako total hip procedure (tha) the offset reamer handle broke causing the offset reamer to seize up while in the patient, this caused the mics to swing around and hit the back of doctor hand. This happened at the end of reaming and reaming was completed. The reaming handle along with the end-effector were brought back away from the patient and the reaming needed force to remove it form the end-effector. The offset impaction handle was then placed in the end effector for successful impaction. During the course of the case the doctor brought x-ray in as he always to look at the reduced hip since all trials were in. During this process it was observed on the x-ray there was a little piece of metal in the patient. The doctor with the help of x-ray was able to retrieve this tiny piece of metal from the patient and was determined there was no other fragments with in the patient. Up on further inspection of the reaming handle I could tell one of the knuckles with in the reamer itself and broken and seized up. It also appears a small pin might have sheared off causing this and this is part of what was observed in the patient. After the case I spoke with the doctor who advised no harm was done to the patient during this adverse event. Case type: tha. Surgical delay: x<= 15 minutes. Product evaluation and results: (B)(6) could not be completed as the complaint part was not provided. Three communication attempts were made and appropriate information was not received. Product was not returned. Product history review: review of device history records indicate (B)(4) of (B)(4) devices were accepted into final stock on 03/11/2017. Review of qt 17-03-0041, 24 devices were accepted "use as is". The nonconformance is unrelated to the failure in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212760, lot number 3578697 shows 1 additional complaint related to the failure in this investigation. The complaint is (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
On (B)(6) 2019 during the reaming phase of a mako total hip procedure (tha) the offset reamer handle broke causing the offset reamer to seize up while in the patient, this caused the mics to swing around and hit the back of dr. Hand. This happened at the end of reaming and reaming was completed. The reaming handle along with the end-effector were brought back away from the patient and the reaming needed force to remove it form the end-effector. The offset impaction handle was then placed in the end effector for successful impaction. During the course of the case dr. Brought x-ray in as he always to look at the reduced hip since all trials were in. During this process it was observed on x-ray there was a little piece of metal in the patient. Dr. With the help of x-ray was able to retrieve this tiny piece of metal from the patient and was determined there was no other fragments with in the patient. Up on further inspection of the reaming handle I could tell one of the knuckles with in the reamer itself and broken and seized up. It also appears a small pin might have sheared off causing this and this is part of what was observed in the patient. After the case I spoke with dr. Who advised no harm was done to the patient during this adverse event. Case type: tha. Surgical delay: x<= 15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
On (B)(6) 2019 during the reaming phase of a mako total hip procedure (tha) the offset reamer handle broke causing the offset reamer to seize up while in the patient, this caused the mics to swing around and hit the back of dr. (B)(6). This happened at the end of reaming and reaming was completed. The reaming handle along with the end-effector were brought back away from the patient and the reaming needed force to remove it form the end-effector. The offset impaction handle was then placed in the end effector for successful impaction. During the course of the case dr. Brought x-ray in as he always to look at the reduced hip since all trials were in. During this process it was observed on x-ray there was a little piece of metal in the patient. Dr. With the help of x-ray was able to retrieve this tiny piece of metal from the patient and was determined there was no other fragments with in the patient. Up on further inspection of the reaming handle I could tell one of the knuckles with in the reamer itself and broken and seized up. It also appears a small pin might have sheared off causing this and this is part of what was observed in the patient. After the case I spoke with dr. Who advised no harm was done to the patient during this adverse event. Case type: tha. Surgical delay: x<= 15 minutes.